Event description:
Customer reports a problem with a patient urea result being reported to their host as a hdl result for another patient sample. No adverse events reported. The investigational unit verified the customer's complaint. A field correction for this issue has been initiated.